Manufacturer narrative:
Review of the event logs confirmed the reported event, the smartview connect application is not active between (B)(6) 2025. This explain that the smartview connect was unable to transmit data during this period of time. The reason why the application was inactive could not be clearly established. The main hypothesis are that: - a device hardware malfunction occurred; - the software was stuck on dashboard; - the software was stuck on the technical screen; therefore, the application is inactive. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, a patient who was remotely monitored by smartview connect was suddenly unable to transmit data, which had been working fine until (B)(6) 2025. The device was rebooted at the patient's home and at a follow-up clinic visit, but this did not improve the situation.

Event description:
Reportedly, on (B)(6) 2025, a patient who was remotely monitored by smartview connect was suddenly unable to transmit data, which had been working fine until (B)(6) 2025. The device was rebooted at the patient's home and at a follow-up clinic visit, but this did not improve the situation.

Manufacturer narrative:
Since the subject device is not returned yet, results are not available.